Event description:
Customer reported poor images displayed on both monitors. No pt injury.

Manufacturer narrative:
The service rep reseated display adaptor pcb and image processor pcb correcting video sync. System operates as intended.